Event description:
A health care provider (hcp) reported that they had problems with leads fracturing to easily. The hcp stated that one of the major problems with the leads is that they fractured and unfortunately a fracture at any point along the lead would require the stereotactic operation to be redone. The hcp suggested the lead be designed so the cranial end is separated and the connection is at the cranial end so there is less chance of having to replace the intercranial component.